Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the tissue pad being worn and partly torn could not be determined at this time; however, it can be inferred that the ultrasonic output was possibly activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peeled off. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
A nurse at the user facility reported that during a therapeutic laparoscopic appendectomy procedure, after making a few incisions in the tissue, the tissue pad of the subject device immediately "floated¿ and the device could not be used. The procedure was completed using another device of the same model. There was no patient or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. The inspection and testing of the device observed the tissue pad was worn and partly torn off. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.